Event description:
It was reported that a pt underwent a total abdominal hysterectomy on (B)(6) 2010. During the procedure, the needle tip broke off. The surgeon flushed and suctioned the pt's incision area as per the hospital protocols. It is uncertain if the needle tip was actually retrieved from the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00112. The same pt is represented in each medwatch.